Event description:
It was reported via repair work order that the footend siderail stuck in the down position due to corroded timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.